Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after dft testing the device exhibited an alert for an automatic programming change of the discriminator channel due to an interaction with the induction method. The device was reprogrammed and remains implanted. The patient was unaffected by the event.